Event description:
As reported to coloplast though not verified, patient was implanted with coloplast novasilk mesh. Later the patient experienced infection, pain, incontinence, recurrent prolapse, atrophic vaginitis, urethral hypermobility and cystocele; antimicrobials were prescribed and a cystoscopy was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.(B)(4): device not returned.